Manufacturer narrative:
Batch review performed on 22 august 2017. Lot 140316: (B)(4) items manufactured and released on 15 february 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The pain was caused by soft tissue instability. The surgeon revised the insert. The new liner implanted was 2 mm thicker than the one explanted (14 mm). The surgery was completed successfully. X-rays and explants are not available.